Event description:
New information states that the patient was stable.

Event description:
It was reported that the patient presented with noise oversensing on the right ventricular lead causing inhibition of therapy. The noise also led to inappropriate shocks. The magnet was placed in the ed. The lead was reprogrammed. Lead revision was discussed. The patient was stable and would continue to be monitored.

Event description:
New information states that the lead was capped and replaced on may 4, 2021 due to insulation damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise oversensing on the right ventricular lead. The noise led to inappropriate shocks. The magnet was placed in the ed. The lead was reprogrammed. Lead revision was discussed. The patient was stable.